Event description:
The customer received questionable low ion selective electrode (ise) sodium results for ten patient samples. The samples were repeated on the other ise module of the same analyzer, then on another cobas 8000 analyzer. Sample 1 initial result was 128.7 mmol/l and the repeat results were 130.8 and 137.5 mmol/l. Sample 2 initial result was 125.6 mmol/l and the repeat results were 135.0 and 135.8 mmol/l. Sample 3 initial result was 120.3 mmol/l and the repeat results were 131.4 and 130.3 mmol/l. Sample 4 initial result was 130.4 mmol/l and the repeat results were 138.8 and 140.0 mmol/l. Sample 5 initial result was 129.8 mmol/l and the repeat results were 137.9 and 138.3 mmol/l. Sample 6 initial result was 120.3 mmol/l and the repeat results were 130.4 and 130.4 mmol/l. Sample 7 initial result was 129.0 mmol/l and the repeat results were 137.0 and 137.0 mmol/l. Sample 8 initial result was 130.5 mmol/l and the repeat results were 136.7 and 137.5 mmol/l. Sample 9 initial result was 129.2 mmol/l and the repeat results were 135.3 and 135.2 mmol/l. Sample 10 initial result was 132.7 mmol/l and the repeat results were 139.2 and 138.4 mmol/l. It was unknown which result was reported outside the laboratory. There was no adverse event. The sodium electrode lot number was b79. The expiration date was requested, but was not provided. The customer replaced all reagents, primed and recalibrated with fresh calibrator without any difference. Review of the provided calibration data revealed high values. It was recommended to replace the sodium electrode. After the electrode was replaced, the calibration values were acceptable.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.